Event description:
It was reported to boston scientific corporation that a gold probe was used in the colon during a colonoscopy procedure performed on (B)(6) 2013. According to the complainant, during the procedure the gold probe would not activate. The same generator settings and bipolar cable adaptor were used to complete the procedure along with a second gold probe device. No visible damage to the complaint device or the packaging was reported. The device was tested prior to use. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Manufacturer narrative:
Visual inspection of the returned device showed a kink in the catheter. An electrical evaluation was performed, which included load and isolation of electrode tests; the device passed both tests. Complaint not confirmed, the product returned showed no evidence of either the alleged issue or any defect which could have contributed to the event. The kink was likely caused by manipulation of the device during the procedure. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A search of the complaint database confirmed that no other complaints exist for the specified batch.

Event description:
It was reported to boston scientific corporation that a gold probe was used in the colon during a colonoscopy procedure performed on (B)(6) 2013. According to the complainant, during the procedure the gold probe would not activate. The same generator settings and bipolar cable adaptor were used to complete the procedure along with a second gold probe device. No visible damage to the complaint device or the packaging was reported. The device was tested prior to use. There were no patient complications reported as a result of this event. The patients' condition at the conclusion of the procedure was reported to be fine.